Event description:
Caregiver states "the shower chair is rusted at the bottom of all four legs about a half inch up. The chair is only two years old and that the rust shavings are falling into the caps on the bottom of each leg and onto the shower floor." (B)(4).